Event description:
Info received indicates the bed had no head up function.

Manufacturer narrative:
The technician found the CPR handle was stuck on the base cover. He replaced the CPR handle to repair the bed.